Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 2 weeks prior to contacting lfs on (B)(6) 2013. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 2 weeks later he developed symptoms of ¿can¿t sleep and frequent urination.¿ the patient reported on (B)(6) 2013 he visited a doctor¿s office and was given insulin as treatment. The patient was unable to recall any other blood glucose readings obtained on the doctor¿s meter. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. When a new test strip was inserted, the meter did not turn on. When the power button was pressed, the meter did not power on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hyperglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.